Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Top case was found badly broken from the handle down to the side and lower left corner also cracked on right plunger case and battery door. Functional and occlusion testing was conducted. The reported event of motor rate error was not replicated during occlusion testing. Motor error rate was identified in event history log review. The root cause was determined to be motor assembly, blue worm gear, leadscrew and clutch halves being old, dirty and worn out due to the age of the device. The case damage is attributed to the customer. The following actions were taken: replaced worm gear, motor bracket, leadscrew and clutch halves as a preventive measure. Replaced top case, right plunger case and battery door. Additional repairs included: replaced right plunger case complete (cracked), plunger cable (damaged wire), top case (multiple cracks), battery, battery door(cracked), worm coupling and worm gear (worn out), wavy washer and delrin washer (worn out), stepper motor (motor not running error during 12 hr test), motor mount (upgrade), lead screw (worn out), clutch halves (worn out), cable guard (upgrade). Functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message and cracked case. No patient injury was reported.